Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (intermittent power) issue. It was reported that there was intermittent power in the pump. There was no allegation of an adverse event with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings:a review of the pump black box data showed no unexplained pump reboots and a call service 064 alarm. During a visual inspection of the pump, it was observed that the battery compartment was cracked and had damaged threads. No moisture corrosion was observed in the battery compartment. The returned battery cap was undamaged and its height and width were within specification. The returned battery cap was fastened and then unscrewed half a turn leading to a reboot due the stripped compartment threads therefore the initial ¿power¿ complaint was duplicated. The pump¿s cap was fastened again, the ¿ez-prime¿ steps were performed correctly and no further power interruption occurred during the investigation. The pump cover was removed and there were no intermittent conditions found to the printed circuit board. Additional evaluation codes: methods codes ¿ (B)(4).